Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The device had a crack on right plunger case. The motor rate error was found in the history. Occlusion testing was performed. The issue was confirmed. It was due to a combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out due to normal wear. In operable components were replaced and preventative maintenance was performed along with functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor rate alarm. There was no patient involved.